Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned, hence, it is difficult to come to a conclusion.

Event description:
It was reported that , intra-op, since both 18mm cutters we opened were malfunctioning,18mm implant couldn't be used and a 17mm cutter and a 17mm implant were used instead. Regardless of irrigation or gradual distraction and release of distraction the cutter wouldn't spin at all. Both the cutters came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis : visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear. The above observations are consistent with anticipated wear.